Event description:
It was reported that the customer's insulin pump had an error alarm. Troubleshooting was performed. It was stated that the customer was disconnected from the insulin pump, and the device did not alarm during prime, and the insulin did exit. Advised that the customer should discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.